Event description:
It was reported that the coil (subject device) was broken when removed from the packaging. There was no patient involvement.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found that the proximal contact and the delivery wire were kinked, and the main coil was stretched and kinked/bent. However, the device was not broken/fractured. It is probable that the device was damaged during removal from the device packaging. It is likely that the observed damage on the coil was perceived as broken by the physician, and reported it as such, however, the device was not broken/fractured. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the coil (subject device) was broken when removed from the packaging. There was no patient involvement.